Manufacturer narrative:
Additional information: h4: the lot was manufactured between november 8-11, 2024. H11: two devices were received for evaluation. Upon further inspection the device was found without fluid in their bladder as the tubing was cut to drain the fluid. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow test was performed on the returned samples, and the flow rates were found to be within the product specification range. The two infusor devices were determined to be conforming product. The reported condition was not verified. The third device was not returned for device evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume infusors had blockages. The flow rate limiter was checked and found to have no drug dripping outside. The devices contained 5-fluorouracil and saline, with a total volume of 230 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.